Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a male patient reported that his humapen luxura device did not work properly and did not release the correct dose. He reported that he does not see well, and he dials the dose by counting the clicks. He experienced hypoglycemia. The device was not returned to the manufacturer for investigation (batch 0804b02, manufactured april 2008). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with regard to dose accuracy issues. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. Regarding dialing the dose by counting clicks, the core instructions for use state "do not dial your dose by counting clicks because you may dial the wrong dose." In addition, the core instructions for use state that the device is not recommended for the blind or the visually impaired without the assistance of a sighted individual trained to use the device. There is evidence of improper use. The user reported dosing his device by counting the clicks and used the device while visually impaired. These misuses may be relevant to the complaint and the event of hypoglycemia.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous device case, reported by a consumer who contacted the company, to report an adverse event with a product complaint (pc), concerned a male patient of an unknown age and origin. Medical history and concomitant medications were not reported. The patient received an unspecified medication via a humapen luxura (champagne) pen, unknown dosage regimen, for the treatment of an unknown indication, beginning on an unspecified date. On an unknown date, after beginning the use of the humapen luxura (champagne) pen, he had the feeling that the pen did not work properly and eventually did not release the correct dose. On unknown dates, his vision was not good anymore and he would set the dose based on the clicks (improper use). On unknown dates he had hypoglycemia and been picked up twice by paramedics (pc: (B)(4), lot number: 0804b02). The event of hypoglycemia was considered as serious by the company due to medically significant reason. Information regarding corrective treatment, outcome of events and status of the unspecified medication as well as status of humapen luxura (champagne) pen was not provided. No additional follow-up would be pursued, as the reporter refused further follow-up and the physician contact information was unknown. The operator of the humapen luxura (champagne) device was the patient and his training status was not provided. The humapen luxura device model duration of use and suspect device duration were not reported. The action taken with humapen luxura device was not provided and device was not returned to manufacturer. The initial reporting consumer did not provide the relatedness assessment of the event with humapen luxura. Edit 14jan2022: updated medwatch and (B)(6) fields for expedited device reporting. No new information added. Update 25jan2022: additional information received on 24jan2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ (B)(6) device information for the suspect humapen luxura (champagne) (lot number: 0804b02) device associated with product complaint (B)(4). The device return status was updated as not returned to manufacturer and added date of manufacture for the device. Corresponding fields and narrative updated accordingly.